Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when patient went through security and a handheld wand was passed over ICD patient felt sick with palpitations, sweating and fell to the ground. Paramedics were called and patient had a blood pressure of 155 over 102 heart was ok. Patient asked question is security process interfered with ICD. Device is still in use. No further patient complications have been reported as a result of this event.